Manufacturer narrative:
Radiometer investigation of data logs has identified that the discrepant thb measurement result occurred due to a metabolism of the sample traced to the sample handling. It took too long time from the patient sampling to the sample was analysed on the abl90 flex plus analyzer, which most likely caused the sample to be inhomogeneous.

Event description:
According to the complaint on 15/10/21 an email regarding thb patient discrepancy was received. The operator of the abl90 flex plus analyzer insisted that they had the correct patient sample and ID. Unfortunately, the sample on the abl90 flex plus analyzer was discarded and it could not be retrieved. 10:57: abl90 flex plus analyzer; hb 90 = 130 g/l; laboratory sysmex hb = 71 g/l; fresh sample - abl90 = 67 - sysmex = 62. Lab staff checked with the staff member who took the blood: blood gas syringe (radiometer safepico), edta, citrate and gel heparin tubes all taken in the same draw. The sample was well mixed on the abl90 sample mixer. The calibration was checked, and quality controls were ok and no errors in activity logs. Based on the measurements the customer considers the first abl90 flex plus analyzer measurement as false high. No reports of death or serious injury.